Manufacturer narrative:
The reported complaint of icy catheter leak was confirmed during functional test. A water emission/leak was observed at the distal luered tubing during lumen crosstalk test. Visual examination of the returned catheter was performed and found no physical damage. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, a water emission/leak was observed at the distal luered tubing during lumen crosstalk test. Thus, confirming the reported complaint. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for icy catheter with lot number 82505.

Event description:
During a (B)(6) female's ivtm therapy, customer reported that the patient did completed a 24 hours of cooling with no issue but during a couple of hours into warming phase, the hospital nurse noticed saline bag was low, almost empty. Customer stopped treatment, removed the icy catheter (lot #82508) and patient was placed with surface cooling to continue with treatment. According to customer, saline fluid was not found outside of the console, on the floor or patient's bed. Console did not set off alarm and air trap was still full of fluid. No known impact or consequence to patient information was available.